Manufacturer narrative:
Investigation results: the device was not provided for investigation. Therefore a investigation of the device itself was not possible. But the device quality and manufacturing history records (DHR) have been checked for the available lot number and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number with this error pattern. Based on the provided information and without a product for investigation, a clear conclusion can not be drawn. A CAPA was not initiated.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a hi-line handpiece. According to the complaint description the handle did not work. This was detected before surgery. There was no patient harm, no patient was involved. Additional information was not provided. The malfunction is filed under aag reference (B)(4).